Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (600 mg/dl) with a moderate level of ketones and insulin injections were administered to address the bg level. The contact did not know the cause of the high bg. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.